Event description:
It was reported that two (2) non-vented high-volume inlets had particulate matter. This was identified through visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured october 2024. H11: two (2) unopened devices were received for evaluation. Visual inspection was performed and dark particles were observed embedded, outside the tubing (outside fluid path). The reported condition was verified. The cause of the particulate matter (pm) observed in the actual samples is possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.